Event description:
Technician alleged that the head of the bed will not raise. No pt impact.

Manufacturer narrative:
The technician found the hydraulic valve to be inoperative. The technician replaced the hydraulic valve to resolve the issue.